Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown medical device lot #: 9071864 medical device expiration date: 2024-03-31 device manufacture date: 2019-03-12 investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that no insulin flowed through the bd ultra fine¿ nano¿ pen needle when priming it during use. "1-6 units" of insulin were used to prime, and the insulin flow stopped during the injection before finishing. Lot #'s 9071864 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported, no insulin flow when she primes her pen needles stated, she dials up 1-6 units when priming. When she taking injection, the flow of insulin will stop before its done stated, 25 pen needles affected between two boxes but could only provide 1 lot number."